Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site and the lead migrated. Surgical intervention was undertaken on (B)(6) 2026 wherein the lead and ipg were repositioned to address the issues. Therapy was restored post-op.

Manufacturer narrative:
A patient experienced pain at the ipg site and lead migration was reported to abbott. Surgical intervention was undertaken wherein the lead and ipg were repositioned to address the issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.